Event description:
It was reported that the ilet user experienced both low and high glucose episodes, ranging from 55 mg/dl to 355 mg/dl, after frequently announcing less-than-actual meal sizes, which led to maladaptation. The agent provided troubleshooting and education on meal announcements and guided a factory reset, and treatments used included oral glucose. Symptoms included hypoglycemia with malaise, intermittent sweating, and subsequent chills, as well as hyperglycemia without reported symptoms. Outcomes included the need for medication intervention to treat glucose excursions. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to an improper or incorrect procedure involving the user interface, specifically failure to follow instructions for accurate meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.